Event description:
It was reported that this right ventricular (rv) lead was suspected to be damaged. A fluoroscopy was performed and the lead showed to have stretch. The lead remains in service. No additional adverse patient effects were reported. Additional information was obtained, the lead was exhibiting shock impedance out of range. The device was reprogrammed. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was suspected to be damaged. A fluoroscopy was performed and the lead showed to have stretch. The lead remains in service. No additional adverse patient effects were reported.